Event description:
It was reported that a minicap extended life pd transfer set leaked while in use with a minicap; bubbling was noticed where the minicap attached to the set. This was observed during use of the devices for peritoneal dialysis therapy. The patient wrapped tape around the cap to minimize the leakage. The nurse replaced the transfer with no further leakage issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed damage in multiple locations on the female connector (dark blue). Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed using an in-lab minicap connected to the dark blue female connector which revealed a leak beneath the minicap.the reported condition was verified. The cause of the leak was the damage on the sealing area of the dark blue female connector. The cause of the damage was determined to be a manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.